Manufacturer narrative:
Additional narrative: examination of the returned instrument confirms the complaint; the metal distal end portion of the handle is separated from the shaft of the handle. Previous investigations found (B)(4) was implemented (B)(6) 2013 to change the overall length of the handle and a flared feature was added for the over molded handle, the end scallop features have been replaced with a diamond knurl. The vendor date codes j0108 indicates the instrument was manufactured in january of 2008; prior to the changes. Further corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The pinnacle cup impactor is broken.